Event description:
It was reported that a skin reaction occurred. According to the patient, on approximately (B)(6) 2025, the patient experienced a skin reaction with redness, swelling, discomfort, and inflammation, underneath the sensor pod area only. The patient stated that the day they inserted the sensor it was painful, and bleeding occurred. When the sensor was removed there was also bleeding, and the patient applied an over-the-counter antiseptic cream and a band aid. On the 3rd day after the sensor was removed, the patient went to the doctor on the cruise ship they were on. At this time the patient had a red line running down his arm. The doctor told the patient they had an infection, and the reaction was treated with an oral antibiotic, ciprofloxacin. At the time of the report the patient was stable but there was still a circular lump at the insertion site. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes - health effect - clinical code - 4551 - nodule.